Event description:
Tear of medial collateral ligament about a year ago and pt developed medial instability causing patella to wear abnormally. The patella and tibial insert were removed and replaced because of plastic wear.